Event description:
It was reported that the pt has an infection at the generator site. The neurologist does believe the generator replacement surgery on (B)(6) 2011 is directly related to the infection at the generator incision site. No trauma to the infected area is suspected. The device was never turned on after the surgery. The pt is currently on antibiotics. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.